Manufacturer narrative:
Patient experienced a fall and now has tibial implant loosening. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
Patient experienced a fall and now has tibial implant loosening. Revision surgery is planned to exchange the poly inserts.